Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed, as cracked valve seat diaphragm valve. And partial delamination of valve assessed, as adhesive failure.

Event description:
Healthcare provider reported, a right side deflation. Healthcare provider noted, that the valve area "leak when plug strap was open. Near one hundred percent deflated". The device has been explanted.

Event description:
Healthcare provider reported, a right side deflation. Healthcare provider noted, that the valve area " leak when plug strap was open. Near one hundred percent deflated". The device has been explanted.